Event description:
It was reported that the entire image is blurry. There is some kind of image related issue "it says bad image. The issue found during an unknown procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Follow ups were made to the customer regarding addtional information on the blurry image reported however, no information was provided. The subject device was returned to service repair and was evaluated. Device evaluation found the blurry image was not able to reproduced or confirmed however, black image was noted. The device was placed under aeration and once completed, the image tested normal. Furthermore, the following findings during inspection were noted on the device: leak from (electrical) el locking pin. Distal end has dents and scratches. Corrosion on el-connector and charged-coupled device (ccd) fpc unit. Switch #1 (sw1) noted to be self-functioning. Minor scratches on (light guide) lg tube observed. Scope connector noted wet labels were peeling. Based on evaluation findings , blurry image as reported by the customer was not able to be duplicated however, initial inspection found black image and static. Device was then placed under aeration and once completed, service performed test image and found image to be normal. Supplemental report(s) will be submitted should any relevant new information is available and or received . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reported event was unable to be duplicated. However, based on the results of the investigation, it¿s likely the blurry image occurred due to moisture or humidity that entered the subject device through the leaking point. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.